Event description:
It was reported that the customer was hospitalized for high bgs. The customer was vomiting and had ketones. Troubleshooting was performed. It was found that the customer received an alarm prior to their admission. Bgs have stabilized.